Event description:
It was reported that the¿distal end cover came off. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d9, h2, h6, and h11. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, it is likely that the distal end cover fell off due to an external load when it was not properly attached. However, the root cause could not be established. The event can be detected/prevented by following the instructions for use which state: instruction distal cover maj-311/maj-411 6 operation 6.2 attaching the distal cover to the endoscope should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.